Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s parent, physicians and hospital had been meeting to determine a course of action for the patient.

Event description:
It was reported that there was a volume discrepancy and the expected volume was three ml and the actual volume was 38 ml. It was noted the patient was saw their healthcare professional on (B)(6) 2014 to have the pump emptied and the volume measured. It was further noted that there were no patient symptoms or complications and the patient status at the time of this report was alive with no injury. The pump contained baclofen. Additional information received reported the patient had a replacement on (B)(6) 2012. It was noted the pump was changed from lioresal to gablofen on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported an underdose. It was reported since implant the patient had more rigidity than with the first pump and it was suspected the pump ¿was malfunctioning from the beginning.¿ it was noted a magnetic resonance imaging (MRI) was done recently in (B)(6) 2014 and a dye study was done. It was confirmed the pumpwheels were spinning, but the doctor determined that the pump was not functioning as it should. The patient was put on oral baclofen and it was unknown if the pump had been turned off or filled with saline. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).